Event description:
At follow-up, a significant decrease in r-waves and loss of capture were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.